Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a clamp on a cassette was broken. It is unknown if there was any patient involvement; however, there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A used patient sample was received for evaluation. Visual inspection and pressure testing was performed. Sample analysis verified the event and noted two damaged clamps (one cracked white clamp on the supply line and one broken white clamp on the patient line). The lot number of the device was unknown; therefore, a batch review could not be completed. Upon conclusion of the investigation, the cause of the event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.